Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, vomiting and abdominal pain. The cause of peritonitis was reported as ¿inappropriate storage condition"; therefore, the cause of the event will remain unknown. The same day as the event onset, the patient was hospitalized and treated with injection amikacin (250mg, twice a day intraperitoneal, discontinued after fifteen days) and injection vancomycin (2gm, 72hrs. Intraperitoneal, discontinued after fifteen days). The following day, the patient was treated with an injection meropenem (1gm, once a day, intravenous, discontinued after fourteen days) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.